Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose and unconsciousness on (B)(6) 2020. Customer went to emergency medical service for low blood glucose. Blood glucose reading was unknown. Customer also reported that insulin pump was over delivering. Customer was treated with intravenous injection, sugar drip and fluids. Customer was unable to perform a carelink upload. Customer was not using auto mode. The insulin pump and reservoir will not be returned for analysis.